Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system (cds) was returned for evaluation. The reported missing screws resulting in break (partial detachment) of the two coupler halves was confirmed. The two missing screws are attributed to a missed step during assembly of the coupler half onto the device. A query of the complaint-handling database indicated there are no similar incidents reported from this lot for this deficiency. The incident was determined to be isolated. Further assessment of this issue per site operating procedures was performed. These devices will continue to be monitored.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: lift, support plate, stabilizer, steerable guide catheter, clip delivery system. The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This event is being reported as the clip delivery catheter handle fell apart due to missing screws. Tape was used to hold the device together. If this were to recur, it has the potential to cause or contribute to patient injury. It was reported that during a mitraclip procedure, while straddling the clip delivery system with the steerable guide catheter, the delivery catheter (dc) handle was beginning to fall apart. It was noted that two of the four screws which fix the dc-handle-shaft to the sleeve-housing were missing. Sterile tape was used to hold the handle together and the device was continued to be used. The procedure was completed with the implantation of two clips reducing the functional mitral regurgitation grade from 3-4 to 2. There was no adverse patient effect or significant clinical delay in the procedure due to the device issue. No additional information was provided.